Event description:
It was reported that functional atrial undersensing was observed due to out-of-range signal amplitude measurements varying from 0.9mv to 2.3mv. Atrial sensitivity was programmed with automatic gain control (agc) on at 0.25mv. No adverse patient effects were reported. It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of stored electrograms (egms) noted evidence of occasional undersensing on the atrial and ventricular channels. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that another alert was generated for an out of range atrial intrinsic amplitude less than 0.5mv. Review of stored right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) episodes show occasional atrial under sensing at programmed sensitivity agc 0.25mv. Additionally, raat episode shows functional non-capture due to undersensing of atrial signals. This alert will not retrigger until the device is interrogated with a programmer. The information was documented and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.